Event description:
Report received from (B)(6) stating that the device had missing components. The device was not used in surgery. It is unknown if injuries were reported. It is unknown if medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is currently in process. When the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).